Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and pain during insertion and no issues were found. The exact cause of the reported events could not be conclusively determined.

Event description:
The patient's caregiver reported that the patient experienced a high blood glucose level of 24 mmol/l, while wearing the pod on the leg for between 49 and 71 hours. Upon removal of the pod, the insertion site appeared hard, red, and painful indicating a localized skin reaction. The caregiver noted that similar reactions had occurred more frequently in recent weeks. The caregiver later reached out to a diabetes nurse line via whatsapp and a healthcare professional prescribed hydrocortisone cream, which was received electronically. The site healed following treatment with the prescribed cream. A new pod was successfully applied afterward.

Manufacturer narrative:
The device has returned to date. Results show that the cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and pain during insertion and no issues were found. The exact cause of the reported events could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site swelling. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.